Manufacturer narrative:
Additional information d9, h3, h6 and h10. H10: the device was received for evaluation. Visual inspection revealed broken occluder legs on the twist clamp. Integrity of seal surface testing was performed and no issues were noted on the patient adapter; no leaks were noted. The reported condition of connection issue between patient adapter and titanium adapter was not verified, however, broken occluder legs were observed on the twist clamp of the transfer set. Therefore, the device did not meet specification and was non-conforming product. The cause of the damaged occluder legs could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6) medical university. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the patient connector of a minicap extended life pd transfer set and the titanium adapter. This occurred during use of the devices for peritoneal dialysis therapy. There was no allegation against the titanium adapter. The titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.